Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead was sensing noise. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.